Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving an unspecified sensor scan that was lower than feels and a competitor meter reading difference of ¿50 units¿, indicating the reading was higher compares to the sensor scan. The customer further reported experiencing symptoms of sweating and shaking for 5 days and a seizure. The customer eventually was able to self-treat with sweet and removed the sensor. There was no third-party medical treatment reported. There was no report of death or permanent injury associated with this event.